Manufacturer narrative:
Htl registered this event as complaint number (B)(4). With as limited info as provided a complete root cause investigation could not be performed, however we will continue to conduct complaint trend analysis on a monthly basis.

Event description:
Ms (B)(6) notified (B)(4) the distributor, that a lancet's needle did not retract back inside the lancet after use. The student allegedly received an accidental needle stick from the lancet. According to ms (B)(6) the event required no medical follow up or intervention.